Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked during loading the seal into the delivery tube. The surgeon used it anyway and completed the procedure without any problems. No pt complications were reported.